Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent dialysis catheter placement procedure using hemostar hemodialysis catheter. Post procedure on (B)(6) 2025, it was noted that the segment of the hemodialysis cvc line had expanded and flattened. The catheter was removed. There was no reported patient injury.